Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, weight, race, and ethnicity were not provided. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. The initial reporter first name is not available. The initial reporter phone and email address are not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the healthcare professional reported that a female patient underwent a pulserider-assisted coil embolization of an 8mm weak right middle cerebral artery (mca) aneurysm with wide neck (6mm) on (B)(6) 2022 and experienced a hemorrhage during the procedure. The pulserider 10t, 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (211d / 3057460515) was allegedly used as per the instructions for use (IFU). The pulserider anrd was placed partially intra aneurysmal (i.e., hybrid). The inferior side was placed extra aneurysmally, and the superior was placed intra aneurysmally. Concomitant devices included an 8fr radifocus® introducer sheath (terumo), a good tec y-connector (goodman), a 7f launcher ¿ guide catheter (medtronic), a chikai guidewire (asahi-intecc), prowler select plus microcatheter (unknown product code / lot number), an sl-10® microcatheter (stryker), and a 4.2f fubuki intermediate catheter (asahi intecc). A continuous flush was maintained through the devices. Seven coils (brand / manufacturer not specified) were implanted. Final imaging showed leakage of contrast medium, which had not been seen before, and slight bleeding was confirmed. 20 minutes later, imaging demonstrated that the hemorrhage had decreased. Therefore, the patient was managed postoperatively in the intensive care unit (ICU). It was unknown because the patient was under general anesthesia. The physician commented that the bleeding could not be confirmed when the last coil was placed, but bleeding was confirmed after the complaint pulserider anrd was energized (i.e., detached). ¿this might be because the delivery wires, which were divided into two, were pushed by the complaint device, resulting in penetration of perforators, resulting in bleeding¿. ¿after that, the complaint device was pushed up slightly to confirm the contrast, and the complaint device was transected. Hemorrhage was confirmed at the final imaging after transection.¿ the physician judged the event as non-serious because about 20 minutes later, the bleeding was decreasing, and the ¿postoperative complication could not be determined under the current condition.¿ computed tomography (CT) and magnetic resonance angiography (mra) were taken on the day after the procedure. Angio was also performed which showed no hemorrhage. Thus, dual antiplatelet therapy (dapt) was started. Physician¿s comment on the day after the procedure: hemorrhage was probably the m1 bifurcation point. Since the pulserider leg itself is located proximal to m1, the pulserider's delivery wire is unlikely to be the direct cause. The patient was extubated and is conscious. The patient exhibited left hand paralysis, and her left leg was barely able to ¿stand on the knees¿. The patient was speaking from the left side, but there was no response. There was some language disorder/impairment. There were no issues with the right side. It was further reported that the hospitalization was prolonged due to the hemorrhage. The physician said that ¿it would depend on the patient¿s future rehabilitation in the ICU¿. The pulserider anrd remains implanted in the patient and is thus not available for evaluation. On 01-feb-2022, additional information was received. The patient has been extubated. The information indicated that the patient is conscious and clear. The prolongation of hospitalization will be dependent on the rehabilitation progress; the patient has not been discharged. There was no device performance issue associated with the pulserider device during the procedure. Additional information received on 10-feb-2022 and 14-feb-2022 was reviewed. Summary of additional information received: the procedure date is confirmed to be (B)(6) 2022. Per the attending physician: "bleeding could not be confirmed when the last coil was placed, but bleeding could be confirmed after the complaint pulserider was placed after being energized. This might be because the delivery wires, which were divided into two, were pushed by the complaint device, resulting in penetration of perforators, resulting in bleeding." The information received on 14-feb-2022, indicated that per the attending physician, "bleeding could not be confirmed when the last coil was placed, but bleeding could be confirmed after the complaint pulserider was placed after being energized. This might be because the delivery wires, which were divided into two, were pushed by the complaint device, resulting in penetration of perforators, resulting in bleeding." The physician further commented that the point of the bleeding may have been the m1 bifurcation. Since the legs of the pulserider were at the proximal m1, it may be that the cause of the bleeding was not due to the pulserider¿s delivery wire. There was a possibility that the microcatheter scratched the vessel wall. However, the exact cause of the bleeding is unknown. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Hemorrhage secondary to vascular injury is a known potential adverse event associated with the use of the pulserider anrd and prowler select plus microcatheter in the intracranial arteries. With the information provided, it is not possible to determine the root cause of the event. However, there are clinical and procedural factors including vessel/aneurysm characteristics, device selection, device interaction, operator technique, and mechanical manipulation of devices within the artery that may have contributed to the reported event. Based on the available information, there is no indication of any device malfunctions or manufacturing issues related to the reported event. Since the intracranial hemorrhage caused neurological deficit and required prolonged hospitalization and the relationship of the pulserider anrd and prowler select plus microcatheter to the reported event cannot be disassociated, it is considered serious and MDR reportable. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00066. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that a female patient underwent a pulserider-assisted coil embolization of an 8mm weak right middle cerebral artery (mca) aneurysm with wide neck (6mm) on (B)(6) 2022 and experienced a hemorrhage during the procedure. The pulserider 10t, 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (211d / 3057460515) was allegedly used as per the instructions for use (IFU). The pulserider anrd was placed partially intra aneurysmal (i.e., hybrid). The inferior side was placed extra aneurysmally, and the superior was placed intra aneurysmally. Concomitant devices included an 8fr radifocus® introducer sheath (terumo), a good tec y-connector (goodman), a 7f launcher ¿ guide catheter (medtronic), a chikai guidewire (asahi-intecc), prowler select plus microcatheter (unknown product code / lot number), an sl-10® microcatheter (stryker), and a 4.2f fubuki intermediate catheter (asahi intecc). A continuous flush was maintained through the devices. Seven coils (brand / manufacturer not specified) were implanted. Final imaging showed leakage of contrast medium, which had not been seen before, and slight bleeding was confirmed. 20 minutes later, imaging demonstrated that the hemorrhage had decreased. Therefore, the patient was managed postoperatively in the intensive care unit (ICU). It was unknown because the patient was under general anesthesia. The physician commented that the bleeding could not be confirmed when the last coil was placed, but bleeding was confirmed after the complaint pulserider anrd was energized (i.e., detached). ¿this might be because the delivery wires, which were divided into two, were pushed by the complaint device, resulting in penetration of perforators, resulting in bleeding¿. ¿after that, the complaint device was pushed up slightly to confirm the contrast, and the complaint device was transected. Hemorrhage was confirmed at the final imaging after transection.¿ the physician judged the event as non-serious because about 20 minutes later, the bleeding was decreasing, and the ¿postoperative complication could not be determined under the current condition.¿ computed tomography (CT) and magnetic resonance angiography (mra) were taken on the day after the procedure. Angio was also performed which showed no hemorrhage. Thus, dual antiplatelet therapy (dapt) was started. Physician¿s comment on the day after the procedure: hemorrhage was probably the m1 bifurcation point. Since the pulserider leg itself is located proximal to m1, the pulserider's delivery wire is unlikely to be the direct cause. The patient was extubated and is conscious. The patient exhibited left hand paralysis, and her left leg was barely able to ¿stand on the knees¿. The patient was speaking from the left side, but there was no response. There was some language disorder/impairment. There were no issues with the right side. It was further reported that the hospitalization was prolonged due to the hemorrhage. The physician said that ¿it would depend on the patient¿s future rehabilitation in the ICU¿. The pulserider anrd remains implanted in the patient and is thus not available for evaluation. On 01-feb-2022, additional information was received. The patient has been extubated. The information indicated that the patient is conscious and clear. The prolongation of hospitalization will be dependent on the rehabilitation progress; the patient has not been discharged. There was no device performance issue associated with the pulserider device during the procedure. Additional information received on 10-feb-2022 and 14-feb-2022 was reviewed. Summary of additional information received: the procedure date is confirmed to be (B)(6) 2022. Per the attending physician: "bleeding could not be confirmed when the last coil was placed, but bleeding could be confirmed after the complaint pulserider was placed after being energized. This might be because the delivery wires, which were divided into two, were pushed by the complaint device, resulting in penetration of perforators, resulting in bleeding." The information received on 14-feb-2022, indicated that per the attending physician, "bleeding could not be confirmed when the last coil was placed, but bleeding could be confirmed after the complaint pulserider was placed after being energized. This might be because the delivery wires, which were divided into two, were pushed by the complaint device, resulting in penetration of perforators, resulting in bleeding." The physician further commented that the point of the bleeding may have been the m1 bifurcation. Since the legs of the pulserider were at the proximal m1, it may be that the cause of the bleeding was not due to the pulserider¿s delivery wire. There was a possibility that the microcatheter scratched the vessel wall. However, the exact cause of the bleeding is unknown.